Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
An email was received regarding a pump, cadd-legacy plus, mdl 6500, ce english 1/ea with ln: 21-6500-51 and sn: (B)(6). It was reported that the pump had alarmed "no disposable". The alarm had been silenced and the settings had been reviewed. The pump had continued beeping after the settings were checked. The reservoir volume had been 120.9 ml, the infusion rate had been 4.2 ml/hr, and the total volume given had been 71.1 ml. The patient had been instructed to clamp the tubing, and the cassette had been removed. The cassette tubing had been massaged and tapped against a hard surface. The cassette had been reattached and the tubing had been unclamped. The infusion had been restarted, but the "no disposable" alarm had persisted. Due to some difficulty in following the troubleshooting steps, the process had not been repeated. The pump had been powered down, and the patient had been instructed to contact the clinic for further instructions. The patient had not been medically affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.